Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The supper arrow-flex (saf) sheath was inserted into the patient's femoral artery. The membrane became stuck in the saf sheath upon the attempt to insert the iab through the sheath. As a result, the iab was removed from the sheath and the md inserted another iab successfully. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.